Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high pacing impedance and oversensing/noise. A fracture of the rv lead was suspected. The rv lead was turned off, and the lead was capped/replaced approximately four months later. No patient complications have been reported as a result of this event.